Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced complications unrelated to the device and expired on (B)(6) 2011. Additional information received on (B)(6) 2012 indicated that the patient experienced a recurrent driveline infection of (B)(6) with sinus tract to xiphoid. There were multiple debridements performed.

Manufacturer narrative:
An evaluation could not be completed because the device was not returned to the manufacturer for evaluation. The center reported that the patient had a recurrent driveline infection of (B)(6) with sinus tract to xyphoid. The patient had multiple debridements and there was difficulty controlling the infection with IV antibiotics. The patient lived far from the implanting center and elected to seek treatment locally. The patient reportedly decided not to be aggressive with his treatment and eventually withdrew treatment entirely. The pump was reported to be functioning as intended when the patient expired. The center reported that the pump was disposed of. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.